Event description:
Received product failure form from operating room in (B)(6) regarding explant of right breast tissue expander. Noted to have a partial deflation on last visit to surgeon's office while preparing for reconstructive breast surgery.